Event description:
The following information was reported: the balloon lost pressure during prep. A second mynx device was used without complications. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.